Event description:
It was reported the pt plans to have his scs system explanted. The pt stated he is not receiving effective stimulation high enough on his back. Follow-up identified the pts scs system was explanted on (B)(6) 2013.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.